Event description:
Two patient samples that with discrepant results. Patient 1, initial cea result 9.16 ng/ml, same sample repeated gave result of 1034 ng/ml. Patient 2, initial tsh result 0.052 miu/ml, same sample repeated gave result of 1.76 miu/ml. Erroneous results were not reported. The field service representative found debris in sample probe. The sample probe was cleaned. Performance tests were performed which were within specification.